Event description:
It was reported that the pump dropped to the floor and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 150 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.